Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the customer initially filled the cartridge with 120 units of insulin. There was no impact to the customer's blood glucose level. Tandem technical support assisted the customer in loading a new cartridge successfully.